Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. With the first stitch the thread came off the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No, was procedure successfully completed? Yes, were fragments generated? No, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.